Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer stated verbally that they were receiving calibration errors at the time of the event. The customer stated that their qc was acceptable. The field service egnineer (fse) found a leak in the rinse tubing and replaced it. The fse performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for multiple patient samples on a cobas 8000 c702 module. The customer did not provide specific patient results, but stated that the c702 results were 4 mg/dl lower than the repeat results. The customer was prompted to repeat the samples as the initial results were outside of the normal reference range. The repeat results were generated on a c502 analyzer and deemed correct. No questionable results were reported outside of the laboratory.